Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump screen would turn off sooner than expected. The customer confirmed that the screen setting was set to 120 seconds, but stated it goes off every 10 seconds without being touched. The customer's blood glucose level was not impacted. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.